Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had not used their scs system for 4 years and as a result, the ipg became inoperable. Subsequently, surgical intervention may occur.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.